Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The popping noise could not be replicated. The representative found the generator was beeping. The power supply, starter board, and cable were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
(B)(4): medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of sacroiliac and thoracolumbar procedure, the system made loud popping noises. It was also reported that the system was not locating to the correct spot in space and after a reboot, had initializing errors. There was no reported impact on patient outcome.

Manufacturer narrative:
The power supply unit was returned to the manufacturer for analysis. Analysis found that, using a cba IV pro 58250-1015 cba4/p computerized battery analyzer, the bench test failed. Ps1 output testing was performed over a period of 21min 52sec. The dc voltage dropped from 5.1vdc to 5.0 vdc and continued to drop to 4.4vdc to 4.3vdc and fluctuated between 4.0 and 4.1.dc output voltage ws unstable. Analysis found that the reported event was related to a electrical issue. The generator starter board and cable were returned to the manufacturer for analysis. Analysis found that the cable was physically damaged from shipping. Board had compressed affection components and the circuit board in various degree of damage. J19 connector was broken with a piece missing, u14, u12 and u13 had dry joints. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient demographics, and initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there were no unused image acquisitions due to the reported issue. Additionally, it was reported that there was a twenty minute delay to the procedure to troubleshooting the issue. Resulting in the site opting to complete the procedure with a c-arm.